Event description:
It was reported that on 03 january 2024, a heparin drip was initiated in the emergency department at around 1600 at 17.6 ml/hr. At around 1800 it was noticed that the 250ml bag of heparin was nearly empty. Heparin was then help and blood was drawn at 2200 for ptt level. The result was greater than 139. The next ptt at midnight was 133.2; 0200 on (B)(6) 2024 it was 53.5. The heparin drip was reportedly restarted at 0630. There was patient involvement but no harm. The patient was discharged from the hospital on (B)(6) 2024. A copy of the medwatch report from FDA was received, which states, ¿an alaris pc carefusion pump was utilized to initiate a heparin drip in the (emergency department) around 1600 at 17.6 ml/hr. At around 1800 it was noticed that the 250ml bag of heparin was nearly empty. Pump settings were verified and signed off with a 2nd (registered nurse). Our investigation of the report from the alaris server, revealed all settings showing as correct. We had to closely monitor the patient due to elevated (activated partial thromboplastin time), there was no harm, and he did not require reversal to treat. Pump as well as all supplies utilized to infuse the heparin were immediately sequestered. Pharmacy, quality/risk, biomed was immediately notified and involved. Initial aptt ordered and drawn at 2028 and the test revealed no clotting was taking place, therefore, not resulted with a numerical value. Sequential results are listed above and were ordered at the following times: (B)(6) 2024 @2028, then again at 2201. (B)(6) 2024 @ 0009, 0201, 0400 (cancelled), 0902. Main module ref#8015lsadxen9191; sn#: (B)(6) module infusing heparin: (B)(4)."

Manufacturer narrative:
Omit : medical device other operator, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : describe event or problem, medical device operator, FDA notified?, report source other additional information : report source, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on (B)(6) 2024, a heparin drip was initiated in the emergency department at around 1600 at 17.6 ml/hr. At around 1800 it was noticed that the 250ml bag of heparin was nearly empty. Heparin was then help and blood was drawn at 2200 for ptt level. The result was greater than 139. The next ptt at midnight was 133.2; 0200 on (B)(6) 2024 it was 53.5. The heparin drip was reportedly restarted at 0630. There was patient involvement but no harm. The patient was discharged from the hospital on (B)(6) 2024.